Manufacturer narrative:
A zoll clinical specialist was at the customer site when the reported issue occurred. The clinical specialist confirmed that they performed two hard shutdowns; however, the issue persisted. It was further clarified that the device powered on as expected but the touchscreen was not responsive. The device log files were not provided for further evaluation. A quote was provided for a zoll field service engineer (fse) to evaluate the device at the customer site; however, the customer has not approved the quote for the site visit. We are unable to confirm the root cause of the reported issue without evaluating the device.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while programming profiles on the device, the devices screen froze. Complainant indicated that there was no patient involvement in the reported malfunction.